Event description:
It was reported that during an ablation procedure, blue and purple pixels appeared adjacent to the probe at 100% and 128% firing power. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.